Event description:
It was reported that the right ventricular (rv) lead exhibited high, varying pacing and defibrillation impedances shortly after the implant procedure. An x-ray showed that the rv lead pin may not be fully inserted into the cardiac resynchronization therapy defibrillator (crt-d) header. The rv lead and the crt-d remain in use. No patient complications have been reported as a result of this event. It was further reported that the a revision procedure was performed and it was noted that the rv lead and crt-d connection and the lead were good. The crt-d was replaced with a new device. The rv lead measurements were normal with the new device. The rv lead remains in use. It was further reported that the patient had a previous (initial) rv lead with the same crt-d that also exhibited high defibrillation impedances. The initial rv lead was explanted and replaced with the second rv lead.

Manufacturer narrative:
Continuation of d10: dtma2d1 crt-d, implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, varying pacing and defibrillation impedances shortly after the implant procedure. An x-ray showed that the rv lead pin may not be fully inserted into the cardiac resynchronization therapy defibrillator (crt-d) header. The rv lead and the crt-d remain in use. No patient complications have been reported as a result of this event. It was further reported that the a revision procedure was performed and it was noted that the rv lead and crt-d connection and the lead were good. The crt-d was replaced with a new device. The rv lead measurements were normal with the new device. The rv lead remains in use. It was further reported that the patient had a previous (initial) rv lead with the same crt-d that also exhibited high defibrillation impedances. The initial rv lead was capped and replaced with the second rv lead.

Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.